Manufacturer narrative:
Multiple attempts have been made on 17jul2025, 24jul2025, and 31jul2025 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not mounted on the roll stand properly. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the device was not mounted on the roll stand properly. The customer requested part number of the central processing unit (cpu) tray cover, foot retention plate, and thumbwheel screws. The remote service engineer (rse) provided the customer with the part number for the cpu tray cover, foot retention plate, and thumbwheel screws. This investigation is ongoing.